Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore under the front left sensing electrode. Patient reports the area was open at one point but never bleeding. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed an antibiotic ointment. Follow up indicated that the ointment is helping with the skin irritation.